Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that no display on flex vision screen. The customer restarted device and reinserted the screen power supply cables to solve the issue and continued procedure. The fse went onsite and found the flex vision monitor is working well, issue was not reproduced. The device was operational after restart and reinsert of monitor power cord were completed. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no display on the flex vision monitor in the operating room. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.